Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(The tampon ripped in half)...leaving the top part inside of me- vagina [foreign body in reproductive tract] . The tampon ripped in half as in the bottom came away from the top part [device breakage] I was removing the tampon, the tampon ripped in half...leaving the top part inside of me- vagina [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon ripped in half during removal and some remained inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress

Event description:
(The tampon ripped in half)...leaving the top part inside of me- vagina [foreign body in reproductive tract] the tampon ripped in half as in the bottom came away from the top part [device breakage] I was removing the tampon, the tampon ripped in half...leaving the top part inside of me- vagina [complication of device removal] case narrative: consumer reported via e-mail that the tampon ripped in half during removal and some remained inside. No serious injury reported.